Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient is stable and will continue to be monitored.